Event description:
Information received from the field notes that the device could not be interrogated and no output was observed with magnet application. There were no consequences to the patient. The patient is not pacemaker dependent and prefers not to have the device replaced while overseas.